Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump received one failed battery test alarm and four replaced battery now alarm. The customer¿s blood glucose level was unknown. Customer reports failed battery test alarm was occur again after troubleshooting. The customer was also advised they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.